Event description:
It was reported that during implant the lead would not fit properly into the ipg. The clinician tried backing out the set screw 1/2 turn and lubricating with sterile water without success. A new ipg had to be used to complete the implant. No injury to the patient was reported.

Manufacturer narrative:
Results: obstruction. Final device analysis revealed a reliability non-conformance. There was an obstruction in the connector port. Adhesive was present around the #1 connector, in the bore at the #1 connector, and at the first inner sealing ring. A known good lead could only insert into the connector port up to the point where the proximal end of the lead reached the #1 connector.